Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e luminexx vascular stents that are cleared in the us. The pro code and 510 k number for the e luminexx vascular stents are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was not returned for evaluation but provided x-ray image show placed stents in barrel technique, and extending into the aorta. Deformation or elongation cannot be identified on the images and a digital scale is not included which makes it impossible to assess the reported stent elongation leading to inconclusive results. There was no indication of a manufacturing deficiency. In this case, it was reported that a 6f introducer was used with a 0.035" guidewire for access, the tracking vessel was not tortuous but calcified, the lesion was pre-dilated, there was no noticeable damage to the device before use. The placement of the stents ending into the aorta represents and off-label use which can be a potential cause for the reported event. Based on the information available, a root cause could not be determined. Based on provided images, the investigation is closed with inconclusive results for stent elongation. A definite root cause of the reported incident cannot be identified. The placement of the stents into the aorta represents and off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the instructions for use states ¿should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit¿. Regarding accessories, the instructions for use states ¿the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion¿. The packaging pictograms indicate an introducer size of 6f and a 0.035¿ guide wire. With regards to general directions, the IFU states ¿pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician¿. Holding and handling of the system throughout deployment was found described. The IFU further states that ¿the stent experiences minimal length changes during deployment¿ and ¿the average length change at recommended oversizing is < 10%¿. The IFU states that ¿the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery¿. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure utilizing the e luminexx stent system. It was reported that during an endovascular abdominal aortic stent graft sealing procedure, the deployed stent was allegedly found to measure exceeding the labeled length. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure utilizing the e luminexx stent system. It was reported that during an endovascular abdominal aortic stent graft sealing procedure, the deployed stent was allegedly found to measure exceeding the labeled length. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e luminexx vascular stents that are cleared in the us. The pro code and 510 k number for the e luminexx vascular stents are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.